Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2012 with a bifurcated and suprarenal aortic extension. Upon follow up, physician found the patient with a possible distal 1 or 3a endoleak. Could not see a leak on angio therefore the physician elected to re-align the entire aorta with two infrarenal aortic extensions to correct the issue. Patient was in good condition post procedure.